Event description:
Customer alleged blood glucose results of 160 mg/dl, 126 mg/dl, and 90 mg/dl when testing was performed back-to-back on the compact system. The customer reported having no symptoms and reported no treatment or action. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.